Event description:
It was reported that pt had total right hip replacement two years ago. She was scheduled for a revision, due to pain issues last month. However, the surgery was cancelled due to other health concerns. The pt complained of postoperative discomfort, difficult for her to pinpoint when it started. She describes groin and leg pain. She has also felt popping. Right hip shows inguinal pain; this is exacerbated with flexion, extension, internal and external rotation. Leg lengths are equal. The pt will most likely rebook her surgery.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed, and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.